Event description:
Boston scientific crm received information that this implantable right ventricular lead exhibited a high, out of range shock impedance measurement. It was confirmed that the pt implanted with this lead had passed away. The out of range measurement was recorded one day prior to the pt's date of death.

Manufacturer narrative:
The local area sales representative was to interrogate the device this lead was implanted with. Additional information was received that this sales representative had not been asked to interrogate the device. An attempt was made to determine the pt's cause of death. The pt's following clinic reported being unaware of the cause of death.